Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken cannula occurred. The sensor was inserted into the abdomen on (B)(6) 2019. The product was evaluated. Based on visual inspection, testing concluded that we are unable to perform an investigation on the allegation because applicator has no visible physical damage inhibiting functionality. The reported event of a broken cannula could not be determined. A probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken cannula occurred. The sensor was inserted into the abdomen on (B)(6) 2019. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.